Manufacturer narrative:
No adverse events/patient injury resulted from the infusion of this tpn. Method: review of the database black box files was performed. Based on an evaluation of the documentation associated with this event, it was concluded that the (B)(4) compounder as stated in the operators manual. How to create and define appropriate user permissions to identify and track users, proper set up of the compounder, specifically, never scan a product that is not physically connected to the compounder. No adverse events or patient injury resulted from the infusion of this tpn. The device operated as intended. A review of risk documentation was performed, and it has been concluded that this issue is not occurring with greater frequency or severity than anticipated. Baxa clinical pharmacy specialist issued a duty to warn letter to the director of pharmacy at the facility regarding the misuse of the (B)(4) compounder. Refer to attachment for clarification of commonly used terms found in the above narrative. Baxa requested all of the information needed to be able to investigate the reported issue. Baxa was provided with the (B)(4) database and the black box files. Based on the provided information, the root cause of the issue was determined to be user error in the setup of the (B)(4) compounder (the user did not follow the recommended process during the prime and verify step during set-up of the compounder). The inlet (tubing connecting the ingredient to the valve set) of the mgso4 ingredient was incorrectly attached to the nacl port (connection point on the valve set). The user then scanned a container of nacl, which was not connected to the valve set on the compounder; thereby creating tpn (total parental nutrition) bags with mgso4 instead of nacl which were then delivered to the patients for infusion. The black box data for the (B)(4) compounder was evaluated by baxa technical support. The review showed that the compounder performed as designed and delivered the volumes of the requested ingredients. (B)(4) compounder black box data: this is a log of the commands the compounder receives and the actions the compounder takes to produce the tpn bag. (B)(4) barcode scanner label: labels provided to the customer in order to correctly identify which ingredient is connected to a specific port. The label is to be placed on every ingredient hung on the compounder for barcode identification. This is first confirmed during the 'prime and verify' stage during daily set up. A secondary review of the compounder set up is recommended in the operators manual and is reiterated during installation training provided by baxa. Prime and verify: the process of setting up the compounder; scanning the labels for each product, then the pump will pull a small amount of ingredient from each product connected to the compounder. During the process the user is to verify the correct ingredient is pumping.

Event description:
On (B)(6), the pharmacist contacted baxa technical support stating that a syringe of mgso4 was found connected to the em2400 compounder in place of nacl. Sixteen tpn bags compounded on (B)(6), ordered nacl. It is unknown if all 16 patients received the incorrect tpn bags (mgso4 in place of nacl) since it is unknown when the ingredient switch occurred. Once the mistake was noticed, the morning of (B)(6), all infusions were stopped and the tpn bags were re made. No adverse events or patient injury resulted from the infusion of this tpn. A 60ml syringe of mgso4 was found on the compounder missing its (B)(4) barcode label. The syringe of mgso4, was incorrectly connected to the nacl port, not its own designated port. The technician first connected the syringe of mgso4, not labeled with the (B)(4) barcode label, to the nacl port instead of its own port on the compounder. Then scanned the (B)(4) barcode label on the nacl product that was not physically connected to the compounder. As a result of the incorrect ingredient scan, the patients received mgso4 instead of the ordered nacl.